Manufacturer narrative:
H3. Product analysis determined that the visual and functional inspection confirmed the returned device was patent. The valve passed requirements for leakage. No signs of damage or debris were observed on the valve. The valve was not able replicate the failure condition of blockage as observed in the field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a shunt. It was reported that during preparation, the chamber was tested, but it was blocked. Therefore, it was not used. The procedure was completed with back up products. The reported event resulted in a procedure delay. The patient's status was alive-no injury. The patient's medical history was post sc with hydrocephalus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.